Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol composix kugel (device #1) device may have caused or contributed to the reported event. Recurrence and adhesions are a known inherent risks of surgery and are listed in the instructions-for-use a possible complication. Based on the limited information provided at this time, no conclusions can be made. This emdr represents the bard/davol composix kugel (device #1). An additional emdr was submitted to represent the bard/davol sepramesh ip (device #2). The patient's attorney did not make any allegations regarding the implanted bard/davol ventralight st device. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
As reported, per legal claim: (B)(6) 2005: the patient underwent surgery for repair of a ventral hernia. A bard composix kugel (device #1) was implanted to repair the defect. (B)(6) 2007: the patient underwent an additional surgery for repair of a recurrent complex ventral hernia. The surgeon lysed adhesions to the composix kugel mesh (device #1) and repaired the recurrent complex ventral hernia using a sepramesh ip (device #2). (B)(6) 2015: the patient underwent an additional surgery to excise the meshoma. The surgeon noted ¿a very thick dinner plate-type scar tissue containing the previously placed mesh,¿ which he incised and divided. ¿in the course, we found the mesh, bowel densely adherent to the mesh¿ which ¿was taken down using sharp dissection enterotomy in the small bowel.¿ the surgeon created an anastomosis as well. After all the adhesions were taken down, the surgeon then repaired the recurrent hernia and performed a reconstruction using a bard ventralight st mesh. The patient has suffered and will continue to suffer physical pain and suffering, as well as mental anguish and emotional distress. The patient suffered permanent injuries and significant pain and suffering, emotional distress, and diminished quality of life.